Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 511sd mechanism, to retract the blade, does not work. How the case was completed or pt consequence was not recorded by the hosp. The device will not be returned.